Event description:
The customer reported that the nbp went below the low limit and the monitor did not alarm.

Manufacturer narrative:
The customer reported that on (B)(6) 2009 and at approximately at 4 pm, a pt's nbp systolic measurement dropped below the limit (90 mmhg), but the mp30 monitor did not alarm. A philips field service engineer (fse), went to the customer site and tested the monitor and confirmed the monitor was alarming on command. The fse provided an alarm log from the monitor in use during this incident, which confirmed that alarms were showing on the monitor (the alarm log was the day tested, not the date if the incident). Data logs were provided which show user interaction with suspending an alarm condition at the approximate time of the reported incident at 16:13 (not specified in the log as it was not a ... Alarm condition) which is consistent with users being aware of an alarm condition present. The available information supports that the monitor worked as intended. The device IFU adequately describes alarming for blood pressure limit violation and adequately describes alarm suspension. No other calls were logged by this site for this issue, and no further investigation or action is warranted. (B)(4).